Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a motor error alarm. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the compromised force sensor system alarm due to the motor error alarm. The pump was received with a cracked reservoir tube lip, and minor scratches on the display window.